Manufacturer narrative:
Patient identifier: sample ID (B)(6). This is all the patient information provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant alinity s hcv results while performing a clinical study for the alinity s anti-hcv ii assay. The anti- hcv ii assay was only used for clinical study and not for patient management. The following data was provided: sample ID (B)(6) : hcv assay = (B)(6). Hcv ii assay (unapproved assay) = (B)(6) . Pooled nat = (B)(6) . ID nat = (B)(6) . Roche anti-hcv = (B)(6) . Sample ID (B)(6): hcv assay = (B)(6) . Hcv ii assay (unapproved assay) = (B)(6) . Pooled nat = (B)(6) . ID nat = (B)(6) . Roche anti-hcv =(B)(6) . Sample ID (B)(6) : hcv assay = (B)(6) hcv ii assay (unapproved assay) = (B)(6) . Pooled nat = (B)(6) . ID nat = (B)(6) . Roche anti-hcv = (B)(6) . The reactive alinity s anti-hcv results do not match the pooled nat, ID nat, and roche (B)(6) results. There was no impact to patient management reported.

Manufacturer narrative:
During clinical studies for alinity s anti-hcv ii at the customer site, a total of 3167 samples were tested, 3 of which generated potential false reactive results when using alinity s anti-hcv, ln 6p04, lot 24178be00. Ticket searches determined normal complaint activity for lot number 24178be00. Trending review did not identify any trends for the product related to the issue. Return testing was not completed as returns were not available. To evaluate clinical specificity of the affected alinity s anti-hcv reagent lot 24178be00, 220 panel members of human negative population panel tier 1 was tested. The specificity panel met specifications. No false reactive results were obtained. Further additional replicates of the negative control were tested which all met specifications. No malfunction was identified at csl plasma with lot 24178be00. Based on the information within the complaint record, the devices met performance specifications at the customer site. Based on the total number of samples tested at csl plasma with lot 24178be00 and the number of reactive samples at the customer site as documented in the current complaint, the specificity (assuming a zero prevalence of hcv infection for the tested samples) is calculated to be 99.91%, exceeding the product requirement regarding clinical specificity for the alinity s anti-hcv assay. Based on the investigation alinity s anti-hcv reagent lot 24178be00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.